Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-04, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting the ¿settings not available¿ message on their controller. The patient was on high density settings. They lowered their amplitude and were still getting good therapy coverage. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. On 2019-oct-08, additional information was received from a manufacturer representative (rep) reporting that the cause of the ¿settings not available¿ message was determined to be due to impedances. It was indicated that no actions were taken as of now. The message was resolved. It was indicated that the patient initially reported the information. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedance issues was determined to be due to the patient still healing from their procedure. It was reported that the patient was reprogrammed around the leads with higher impedances and the issue was resolved. The patient weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.